Event description:
It was reported to philips that the device fails self-test. There was no patient involvement.

Event description:
It was reported to philips that the device fails self-test. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the self-test issue. It was found that the paddles needed replacement. The customer replaced the paddles. The device was returned to service.